Manufacturer narrative:
Available information indicates that the self test failed due to malfunction of capacitance assy. The capacitance assy was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of capacitance assy. The root cause of which could not be determined. The reported problem was confirmed.

Manufacturer narrative:
Reporter first name:(B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6) hospital reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address state: victoria reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone:(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device failed self-test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.